Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), the valve embolized while pulling the pigtail. The valve was tracked into the descending aorta and post ballooned with a 28mm true balloon. A second 26mm sapien 3 ultra resilia valve was then deployed in the native aortic position. There was no harm to the patient who was reportedly in stable condition.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The IFU and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint of thv embolized into aorta was unable to be confirmed due to lack of relevant imagery and medical record. It was reported that the valve was embolized into the aorta during the removal of the guidewire, which can be due to multiple procedure factors (i.e. Incorrect thv size, inadequate thv deployment, jail of pigtail, and etc.). As such, available information suggests that procedural factors (pigtail retrieval) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.